Event description:
The customers family member found the customr passed out. The family member tested the customers blood glucose and received a result of 166 mg/dl. The custoemr was given glucose gel. Paramedics tested and received a result of 59 mg/dl. The customer was given and IV and possibly a shot. The customer was taken to the hospital and admitted. Unk if controls were in range. A request was made for the return of the suspect device and replacement product was sent.